Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 6 pm with a high blood glucose level of 700 mg/dl. The customer was treated for their blood glucose with syringes. The customer had pneumonia and diabetic ketoacidosis. The customer was assisted with checking their settings on their insulin pump and troubleshooting. The customer did not have a tubing clamp to finish trouble shooting. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.